Manufacturer narrative:
The reported event of pressure registration issue could not be confirmed. Functional testing could not be performed due to the condition of the returned pressurewire. The presence of a dried salt-like substance inside the covering of the sensor element can affect signal readings, which precludes further signal testing. Electrical testing of the guidewire revealed no anomalies. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported pressure registration issue remains unknown. The pressurewire instructions for use (IFU) states that false reading may occur if the male connect is: not dry, clean and free of coagulated blood, not fully inserted into the bottom of the transmitter (indicated by yellow light), bent or damaged. The pressurewire instructions for use (IFU) states for optimal pressure measurement adjust the position of pressurewire so that the sensor does not touch the atrial or ventricular walls, to avoid measurement due to movement.

Event description:
A pressurewire aeris was attempted to be used buf failed to equalize due to drift. The basal curve was 120/80 and the other was 170/118. Multiple attempts were made to resolve the issue but the drift continued. After an hour of failed attempts, a new pressurewire aeris was used and worked correctly and instantly. The patient did not experience any adverse consequence, however, the procedure was extended for 1 hour due to equalization issues with the device. The physician considered the delay clinically significant for the patient.